Event description:
It was reported that an MRI was planned. The area to be scanned is the head / brain and thoracic. The patient was scared/nervous to do an MRI. The pump will be getting changed out as the patient felt the pump is not working properly and it's been about a year since he noticed. The patient has cancer and they are not sure if it is related to cancer or if the pump is not working. The "other day" they raised it up to 19 mg a day. The pump was delivering morphine.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).